Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause was that the device temporarily malfunctioned and or impacts other than equipment.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of high flow insufflation unit stopped keeping pressure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a procedure, the high flow insufflation unit stopped keeping pressure. There was no harm or user injury reported due to the event.